Event description:
It was reported that when a pump is powered on, the device will not remain on. The customer stated this was discovered during preventative maintenance.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the pump was unable to remain powered on caused by the depressed negative battery contact pins of the back flex. The battery contacts were unable to rebound as designed. The back flex printed circuit board was replaced.